Event description:
It was reported that outside of surgery, the device was sent to corrective repair. During product evaluation, it was found that comb was damaged. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device could not be tested due to a damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.